Event description:
Caller reported alarm 01. Customer¿s blood glucose level did not exceed 500 mg/dl and there was no adverse impact. Caller was unable to verify cracks on original cartridge but was instructed to load a new cartridge, which they did successfully, allowing them to resume insulin. Original cartridge is available for return, and cts initiated a return merchandise authorization (RMA) for it.